Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had severe burning and blood in their urine, and that their healthcare provider had prescribed antibiotics. It was also noted, by the patient¿s wife, that the patient was resisting using the controller or increasing stimulation because it would cause pain in their testicles; the patient stated that the pain was relieved after urination. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had severe burning and blood in their urine, and that their healthcare provider had prescribed antibiotics. It was also noted, by the patient¿s wife, that the patient was resisting using the controller or increasing stimulation because it would cause pain in their testicles; the patient stated that the pain was relieved after urination. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.